Event description:
Nine (9) days after the index procedure the patient complained of chest discomfort. Five days later (2 weeks after the index procedure) the patient's chest discomfort disappeared but the patient became worried and came to the hospital. Coronary angiography was conducted and thrombus was confirmed in the previously implanted cypher stent. The sub acute thrombus (sat) was treated by aspiration and ptca using a 2.25/20 mm balloon at 8 atm for 30 sec. The physician's comments regarding the probable causes of the thrombotic event were: the cypher stent implanted in the 1st diagonal was underdilated. When the cypher stent was implanted in the mid left anterior descending (lad) artery, the plaque may have shifted and "jailed" the 1st diagonal branch. The patient has a previous history of a thrombotic event after a previous pci to the distal right coronary artery (rca), so the patient may have a tendency toward thrombotic events.